Manufacturer narrative:
(B)(4). A 5fr thermistor catheter was returned for evaluation. The catheter was visually inspected, and no damage, abnormalities, or kinks were initially noted. Dried blood was noted at the tip of the catheter. Blood was also noted approximately 15.0cm from the distal tip of the catheter. The volume capacity of the balloon was noted to be 1.0cc. A 1.0cc control stroke syringe was returned with the catheter. During inflation, the balloon was measured. One side measured 3.0mm, and the other side measured 4.5mm. This meets specifications. The inflation lumen was injected with 1.0cc of air using a lab inventory syringe. The balloon inflated and was noted slightly asymmetrical; however, the balloon was within specification. The balloon deflated within three seconds and was within specification. Conclusion: the reported complaint that the balloon would not inflate is not confirmed. The balloon fully inflated during functional testing. The product passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the or the product was pre-tested and at that time the balloon did not inflate. As a result a new kit was opened. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The second kit was pre-tested and used successfully. More information received 16-june-2016: during pre-test the balloon was inflated using carbon dioxide. The product was inserted into the patient and at that time the balloon did not inflate. As a result the catheter was removed and replaced.